Event description:
It was reported by the rep that the (1) trt75 was used during a gastrectomy procedure. It was reported that the device locked out. The case was completed with another instrument. There was no pt consequence.